Event description:
When she put the transducer battery on, it turned green but it didn't work. She tried two batteries. Manufacturer response for sonicision, sonicision (per site reporter). No response given.